Event description:
It was reported that the patient received shocks and t-wave oversensing was noted on the right ventricular lead. Follow up indicated that the patient had "coded" due to hyperkalemia. The shocks were noted to be appropriate. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg ICD implanted: 2012-(B)(6); 5076-58 lead implanted: 2012-(B)(6). (B)(4).